Event description:
It was reported that the user experienced hyperglycemia while using the ilet for about one week, with glucose rising after dinner and additional snacking, and remaining elevated despite announcing meals and changing a 6 mm teflon infusion set; coaching advised that announcing extra meals without eating could affect learning, and a full supply change was performed with insulin delivery resuming and glucose trending down. Symptoms included high blood glucose without emergency symptoms. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of device data and guided troubleshooting, including infusion set change and inspection for leaks or kinks. Investigation of this case revealed that insulin delivery interference was suspected due to the upward trend and response to supply change, though no visible set defect was identified and the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.